Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602 ¿ cocr head ¿ 61261983, 00771101120 ¿ m/l taper stem ¿ 61086828, 00620205422 ¿ trabecular metal shell ¿ 61143595. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01362. 0002648920 - 2019 - 00918. 0001822565 - 2019 - 05464.

Event description:
It was reported that patient underwent a left hip revision approximately 2 days post implantation, a second revision approximately 6 months after that and a third revision approximately 9 months later due to unknown reasons. During the procedure, all components were removed and replaced and a cerclage cable was added. Attempts have been made and additional information on the reported event is unavailable at this time.